Event description:
A customer contacted beckman coulter inc (bci) regarding a falsely high troponin (accu tni) result generated by the unicel dxc 600i synchron access clinical systems for a single pt sample. A pt sample was tested for accu tni and a result of 1.62 ng/ml was obtained. Because the lab repeats all elevated accu tni results, the original sample was re-tested and repeated result was 0.11 ng/ml. There was no effect to pt as the incorrect result was not reported out of the lab.

Manufacturer narrative:
The specimen was collected in a green top, 13x100 tube and was centrifuged for 10 mins at 1.5 rcf. The sample was clear and the tube was full. The sample was re-centrifuged prior to rerun. Calibration, system check and qc results were normal. A field service engineer (fse) was dispatched: the fse inspected the instrument and found a loose sample tube fitting at the closed tube accessing (cta) pressure transducer. The tubing was tightened and a precision run passed. It is unk whether the loose sample tube fitting could have contributed to this event. A malfunction will be assumed for the purpose of this report.